Event description:
A right ventricular assist device (rvad) patient support for about 9 months developed a small air leak in the drive line between the pump and y-connector. The patient is very active and fully ambulatory. The hospital has been managing the problem using tape. It is not known when the air leak started or for whow long the hospital has been repairing the line. The patient remains ongoing on the rvad.